Event description:
It was reported that during a laparoscopic nissen procedure, the dr was taking down the short gastrics when after a blunt dissection, all the short gastrics started bleeding. Dr made a midline incision to stop the bleeding. The pt consequences included laparotomy, bleeding, and prolonged surgery.